Manufacturer narrative:
The product was not returned for evaluation. The provided photos were reviewed: pseudophakic eye. Iol shows opacification in diffuse, punctate pattern. It cannot be determined only from these images if opacification is consistent with glistenings or precipitates. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Based off of provided photos it cannot be concluded which iol model is implanted. Additional information has been requested. (B)(4).

Event description:
A physician reported two pictures of implanted intraocular lenses (iol's) that were opaque. The physician reported the patients in the photos were not his. Additional information has been requested.